Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified flat creases, a leak test and microscopic analysis was performed which identified that the device had no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no leak was observed in the device.

Manufacturer narrative:
DHR trend summary: trend summary confirmed no patterns were found; therefore, no additional actions are deemed required. The trend of deflation complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿deflation¿.

Event description:
Healthcare professional reported left side "deflation". Device remains implanted.